Event description:
Per complaint (B)(4), a patient's dental implant failed to osseointegrate. The patient aspirated the implant and experienced pain during a dental procedure. The implant was explanted.